Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 11, 2023.

Manufacturer narrative:
This report is submitted on march 13, 2023

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.